Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery. The physician chose a 2.75x38mm promus element plus stent to treat the lesion; however, during the unpacking of the device it was noticed that the strut was flared on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).